Event description:
It was reported, the patient went to their healthcare provider (hcp) the day prior to have an ultrasound on their neck and when they got there the implant was already off. It was stated, the patient did not turn it off. It was added that the programmer was reportedly ¿not working.¿ the patient has had problems with the programmer since they received it. It was noted, the patient was in the hcp¿s office four days prior and they ¿fixed it up¿ for the patient. The hcp advised the patient not to press the button on the left hand side. The functions of the programmer were reviewed and the patient inquired if they should feel stimulation all the time. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va0c6yx, implanted: 2013 (B)(6); product type lead product ID 3037, serial# unknown; product type programmer, patient. (B)(4).